Manufacturer narrative:
Date of event is estimated. During the processing of this complaint, attempts to obtain patient information were made but not received.

Event description:
Related manufacturer report number: 3006705815-2021-05300. It was reported the patient was experiencing ineffective therapy. Programming was unable to resolve the issue. As a result, the patient underwent surgical intervention on (B)(6) 2021 during which the leads were repositioned. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.